Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and failed. A voltage test was performed and passed. The complaint was confirmed because the transmitter failed testing. The reported event of loss of connection was confirmed a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/13/2017 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted upon completion of device investigation.